Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 12/14/2007 to the present date 12/18/2020 and note that this device has been returned for service 1 time without correlation to the customer reported issue or service repair. Also, there was a production failure q6 200073722 for medley - err 242-4030 which does not correlate to the customer reported issue.

Event description:
It was reported that the device failed calibration during preventive maintenance. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device failed calibration during preventive maintenance. There was no patient involvement.